Manufacturer narrative:
Additional information: product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided which indicated an unapproved cartridge was used with a handpiece. Not enough information was provided to conduct a review on the cartridge lot. The lens model is only qualified for use in specific cartridges. An unapproved lens/cartridge combination was used. The root cause may be related to a failure to follow the dfu. Account used an unapproved lens/cartridge/handpiece with an unapproved viscoelastic. The use of unapproved products may result in lens delivery difficulties or lens damage.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A healthcare worker reported a haptic that detached from the optic of a lens following an intraocular lens (iol) implant procedure. The lens was removed and replaced during a second procedure. The sample is not available. Additional information has been requested.